Manufacturer narrative:
Concomitant: product ID 3888-56, lot# v247274, implanted: 2013-(B)(6), product type lead. Product ID 3888-56, lot# v273728, implanted: 2013-(B)(6), product type lead. Product ID 3888-56, lot# v750211, implanted: 2013-(B)(6), product type lead. Product ID 3888-56, lot# v884587, implanted: 2013-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported the patient was "just very wishy washy." It was reported the physician's office had seen and programmed the patient several times, but the patient was never satisfied. It was noted there was no problem with the stimulation or the areas that stim is supposed to cover. It was reported the patient was receiving effective therapy for what the device was implanted for. The patient reportedly had other health issues unrelated to stimulation.

Event description:
It was reported that when the patient¿s stimulation is off they can tell the stimulation turns off in their back but can feel vibration in their stomach that lessens when the stand up and worsens when they lie down. It was reported this event began three months prior to report. It was noted the patient¿s stimulation has been off for two weeks and is not stopping. It was reported the patient saw the health care provider (hcp) and their device was checked with the clinician programmer and ¿everything was working right and the leads were working right¿. It was confirmed the implantable neurostimulator (ins) was off when the patient was feeling the residual stimulation. It was reported the patient saw another hcp and it was determined the residual stimulation was not being caused by an underlying medical condition. [Information omitted pertaining to related event ¿ pain at ins site] additional information received reported an impedance check was performed on 2014-(B)(6). It was noted the patient was reprogrammed and an additional program was added so now the patient has a, b and c programs. It was reported there were no change in symptoms. [Information omitted pertaining to related event ¿ pain at ins site] additional information received reported the patient was still having concerns about their device or therapy.